Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 2 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that PICC inserted for post chemo colitis and used for fluids and bloods. Reported to be leaking during regular blood tests between the 2-3cm external mark. In photos there is a "s" bend where the split is. It is unknown if kinking was prior to this dressing change as this is the first time seeing this patient. Considered it an artefact of the dressing process. Yep- looked at it three times- really hard before the dressing was removed. No noticeable kink or other cause for breakage i.e. Movement/friable catheter. No force on flushing or other concerns being alerted to us prior. Appeared de-novo malfunction during routine dressing change in haematology. Dressing was previously changed roughly 7 days prior. PICC was removed. Dwell time was 62 days. No other information was provided.

Event description:
It was reported that PICC inserted for post chemo colitis and used for fluids and bloods. Reported to be leaking during regular blood tests between the 2-3cm external mark. In photos there is a "s" bend where the split is. It is unknown if kinking was prior to this dressing change as this is the first time seeing this patient. Considered it an artefact of the dressing process. Yep- looked at it three times- really hard before the dressing was removed. No noticeable kink or other cause for breakage i.e. Movement/friable catheter. No force on flushing or other concerns being alerted to us prior. Appeared de-novo malfunction during routine dressing change in hematology. Dressing was previously changed roughly 7 days prior. PICC was removed. Dwell time was 62 days. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that PICC inserted for post chemo colitis and used for fluids and bloods. Reported to be leaking during regular blood tests between the 2-3cm external mark. In photos there is a "s" bend where the split is. It is unknown if kinking was prior to this dressing change as this is the first time seeing this patient. Considered it an artefact of the dressing process. Yep- looked at it three times- really hard before the dressing was removed. No noticeable kink or other cause for breakage i.e. Movement/friable catheter. No force on flushing or other concerns being alerted to us prior. Appeared de-novo malfunction during routine dressing change in haematology. Dressing was previously changed roughly 7 days prior. PICC was removed. Dwell time was 62 days. No other information was provided.